Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction was occurred. The sensor was inserted into the arm. Prior to sensor insertion the area was prepped with soap and water. On 04/24/202,the pediatric patient experienced a skin reaction with inflammation/swelling and an infection underneath the sensor pod area. The patient was seen by the physician and was prescribed with oral antibiotic flucloxacillin (unspecified dosage). At the time of the report, the patient was doing good. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.